Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one week after having their pacemaker checked, they have "no energy" and "can hardly walk in the mall when I go shopping" and experience dizziness. Follow-up with the clinic revealed that reprogramming was performed and the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.